Manufacturer narrative:
The reported complaint was discovered during a repair. The fsr initiated calibration and it passed successfully but the readings were not matching the readings with the external o2 analyzer and on the ccm. Calibration was initiated again and the inaccurate readings remained. Calibration was initiated a third time but the epgs would no longer calibrate successfully. During laboratory analysis, the product surveillance technician (pst) observed the epgs to calibrate successfully. There were no inaccuracies of the o2 readings with the ccm or the external o2 analyzer during the evaluation.

Event description:
The field service representative (fsr) reported that during use of the device for a non-clinical activity, the electronic patient gas system (epgs) readings did not match the external oxygen (o2) analyzer or the fraction of inspired oxygen (fio2) on the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's technical support associate, he performed troubleshooting and found that it was a faulty oxygen (o2) sensor. He replaced the electronic patient gas system (epgs) and it calibrated properly. The unit operated to the manufacturer¿s specifications. For the returned device, the service repair technician (srt) replaced the o2 sensor cable assembly as a precaution. The o2 sensor was replaced as part of the preventive maintenance process. The unit operated to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.